Event description:
During a lap supracervical hysterectomy procedure, the shears were sending an error tone. Instrument was replaced and it worked okay. There was no reported pt consequence and another device of same product code was used to finish procedure.